Manufacturer narrative:
Plant investigation: the customer reported the sample was available for return, however as of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request and found to be within specifications. In addition, there were companion samples available for testing which were tested at both the (B)(6) laboratories, and results were found to be conflicting. Due to the conflicting results found between the laboratories, the (B)(6) test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac056 did not meet release specifications and the allegation conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/19/2020 identified 17 additional reported events for lot no. 20lxac056 related to conductivity issues. The threshold for nonconfornmance was reached for lot 20lxac056 however, a nonconformance was already initiated for this issue. A review of the product inventory records for lot no. 20lxac056 indicated that (B)(4) cases of finished product were manufactured on 9/16/2020 for distribution with no additional noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac056 met release specifications. In conclusion, 20lxac056 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomed reported to fresenius customer service that a lot of naturalyte had low conductivity during treatments at other clinics, however has not been used at the reporting clinic. A returned goods authorization (rga) was issued for product return. Additional information was requested however to date has not been provided. The number of other clinics that experienced low conductivity with the reported batch is unknown.